Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that his perceived cause of event is that the insulin pump delivered 25 to 30 units without being programmed to. The customer stated that the bolus did not appear in the history now but did when it occurred. The customer stated that his wife had trouble waking him up and had the paramedics come to treat him. The customer further stated that it took the paramedics two hrs to revive him and that his blood glucose levels had fell around 20 mg/dl. The customer also stated that the insulin pump often vibrates instead of beeping and that there was a motor error alarm in the history. The customer then mentioned that during his hospitalization, he had a CT scan and may have had his insulin pump on. Troubleshooting was performed and the insulin pump passed both the displacement test and the self test. Nothing further was reported.